Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4) 2013 - medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to increasing pain and increased cobalt and chromium levels. Upon revision a large fluid collection brown and murky in color was found along with a large amount of necrotic pseudocapsule and metallosis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to increasing pain and increased cobalt and chromium levels. Upon revision a large fluid collection brown and murky in color was found along with a large amount of necrotic pseudocapsule and metallosis. Update litigation alleged the asr hip caused the patient to suffer pain, soft tissue reaction to metal on metal debris, dangerously high levels of chromium and cobalt. Subsequent medical testing revealed chromium levels of 27.0 and cobalt levels of 53.4 on (B)(6) 2011. Chromium levels were measured at 21.8 and cobalt levels were measured at 58.3 on (B)(6) 2012. An MRI (performed on (B)(6) 2012) revealed a large 9x5cm fluid collection adjacent to the greater trochanter.